Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and another dimension vista 1500 instrument, resulting as expected on both. It is unknown if the correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc remotely performed priming of cleaners and pump for aliquotter and sample probe 2. Tsc also aligned sample probe 2 and reset the instrument. Tsc did not find an instrument malfunction. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.